Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR report #1627487-2013-12561, 1627487-2013-12562, 1627487-2013-12564, 1627487-2013-12565. It was reported, the patient experienced heating at the ipg pocket site when charging and when stimulation is on. Patient stopped charging two months ago. Patient has no stimulation and external devices are unable to communicate with the depleted ipg. Follow-up determined the patient's ipg was explanted and replaced. Post-operative programming revealed many invalid contacts. Patient is without stimulation in the right cervical lead, x-rays are scheduled. On 08/01/2012 st. Jude medical, neuromodulation division sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.